Event description:
The physician reported the patient had been on 80 mg a day oral baclofen that they stopped on the morning of the trial. They did a 50 mcg bolus injection and the patient responded favorably. The patient was not put back on oral baclofen. The implant of the pump was set for the next day. At 5am on the day of surgery the patient suffered seizures. The physician found elevated wbc in the cerebrospinal fluid. The physician wanted to know if that was related to the baclofen withdrawal from the oral medication. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).